Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the moderately tortuous, moderately calcified right coronary artery. The 2.25x15 mm trek balloon dilatation catheter (bdc) was advanced to the lesion and was inflated three times to 10 atmospheres (atm) and ruptured. A non-abbott bdc was used to complete pre-dilatation. Two xience skypoint stents (3.5x38 mm, 3.5.x33 mm) were deployed overlapping to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.